Event description:
The customer reported that the insulin pump alarmed motor error during the bolus delivery. The blood glucose reading was 300mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run the displacement test and passed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk. The motor passed the motor test. The device was received with cracked reservoir tube lip, broken belt clip slot, and scratched screen.